Event description:
Customer reportedly received results of 11.4 mmol/l, "hi" (>33.3 mmol/l), "hi" (>33.3 mmol/l), and 26.5 mmol/l within 2 minutes on the mobile system. Customer reported he "rolls" his finger on the test cassette to apply blood, and he was advised of correct technique. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.